Event description:
This valve was explanted due to vegetation with sepsis. According to the op report, the patient had multiple splenic infarcts and a headache. At explant, "huge" vegetations were observed on the mitral valve. The vegetation was observed on the mitral valve. The vegetation was sent for culture and gram stain; however, no white blood cells or bacteria were seen. The valve was replaced with sjm 29m-101.